Event description:
It was reported that during an unknown procedure, the device didn't deliver its clips. No clips came out of the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good condition. Upon visual inspection, the feedbar was observed to be out of its intended position and was between the top shroud and the jaws, instead of aligned to the jaw pockets. In an attempt to replicate the reported incident, the instrument was functionally tested; the device was cycled and it ejected five clips due to the position of the feedbar. No conclusion could be reached as to what may have caused the reported incident. The instrument was sent to another laboratory for further analysis. Additional analysis results found that the er320 device was returned in good condition with the feedbar on top of the jaws; no clip was observed in the jaws. The device was tested for functionality. During the analysis, the device was fired slowly and one conforming clip was fed and formed. The next clip was formed as intended, however the next two clips were ejected. In the next firing, the trigger was actuated slowly and the clip could be fed within the jaws successfully. In addition, when the jaws were in their closed position, they were found to be misaligned. No further testing was performed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known that the misaligned jaws will lead to scissored clips. No conclusion could be reached as to what may have caused the ejection of the clips.